Event description:
The patient had the (B)(6) device implanted with two biotronik electrodes. On (B)(6) 2023, a woman was admitted to the ICU of (B)(6) hospital after suffering a total of 6 inappropriate shocks due to a ruptured rv electrode. Interrogation on (B)(6) 2023 and pdf with intracavitary egm of the fractured electrode. On (B)(6) 2023 (B)(6)ICD (battery of about 2 years) was explanted, abandonment of biotronik electrode and (B)(6) implanted. The patient is doing well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).